Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument snapped. Nov 12 2015 message from (B)(6): it was the tip of the drill that had snapped, approximately where the threading begins. The rep had also recently confirmed that the tip could not be identified on x-ray, however the surgeon is quite sure it is still in the patient, but is unconcerned.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: a left total hip replacement. The instrument snapped. Used same like product to proceed with the. No information if patient was fine post-surgery. No adverse event to patient no product was returned to confirm the failure mode. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.